Event description:
It was reported to the aci clinical specialist on (B)(6) 2013 that a patient underwent a diagnostic catheterization procedure within the last 2 weeks. Access was obtained at the femoral bifurcation via a 6f sheath (model unknown). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the patient presented to the emergency room 2 days later complaining of groin pain. After an ultrasound evaluation a 1 inch pseudoaneurysm was found. The patient was put under observation with no further action taken. No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1307804) indicated that the device lot met all established performance criteria prior to shipment.